Event description:
It was reported that while in the operating room, md inserted the intra-aortic balloon (iab) sheathless via the right femoral artery. The iab was inserted prior to surgery. The pump was started "without problems"; there was good augmentation seen on the pump monitor display, but there was no augmentation seen on the pt monitor arterial pressure (ap) signal. The periphery ap line was checked and found ok. The pump was exchanged and the "same problem occurred". At the same moment, the pump alarmed "helium leak and kinked catheter". A guidewire was inserted through the placed iab and the iab was removed over the guidewire. A new iab was inserted over the guidewire and this iab was connected to a third pump.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.